Manufacturer narrative:
This report is being supplemented to provide additional information that confirmed/clarified details on the event.

Event description:
An olympus representative confirmed that there were no missing parts on the balloon, and therefore, there were no pieces of the balloon that fell out into the patient's body.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide updates to (d9. H3, and h4). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. The evaluation confirmed the following: the balloon had not burst, but does in fact have a small hole causing a leakage and unsuccessful balloon inflation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, tit is likely the suggested event occurred due to a small hole causing a leakage and unsuccessful balloon inflation. The cause of the hole could not be determined and the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, this subject device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during esophageal dilation, when this balloon dilator was inflated to 3 atm, the balloon burst. The balloon has been replaced with another company's balloon and the procedure has been completed. There were no reports of patient or user harm associated with this event.